Manufacturer narrative:
File corrected to update relevant codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced multiple falls, leading to the belief that the leads had dislodged from their original placement in the spine. The patient fell four times on their tailbone, resulting in significant swelling and soreness, with a burning sensation at the lead insertion site. The first fall caused the device to deliver an unexpected shock. The spinal cord stimulator was not charged during pt's hospital stay, causing it to cease functioning. Patient was able to charge the implant even though it took 4 days to connect. Patient noted that the device did not shock them even with turning up the intensity and changing programs. An MRI scan of the spine was conducted, and the patient awaited the results. The patient was advised to consult with their primary care provider and consider finding a new pain management doctor.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2018; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced multiple falls, leading to the belief that the leads had dislodged from their original placement in the spine. The patient fell four times on their tailbone, resulting in significant swelling and soreness, with a burning sensation at the lead insertion site. The first fall caused the device to deliver an unexpected shock. The spinal cord stimulator was not charged during pt's hospital stay, causing it to cease functioning. An MRI scan of the spine was conducted, and the patient awaited the results. The patient was advised to consult with their primary care provider and consider finding a new pain management doctor.